Event description:
Major pump unit(s) involved: blood pump;inflow to pump stenosed.specific component(s) involved: inflow graft malfunction/malposition;inflow graft stenosis.intervention(s): replacement of inflow graft.type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump;inflow to pump stenosed.specific component(s) involved: inflow graft malfunction/malposition;inflow graft stenosis.causative or contributing factor: no specific contributing cause identified;intervention(s): replacement of inflow graft;type: lvad.